Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that while in a spine procedure, the site received an error 64 message. The site rebooted the system and was able to proceed. This caused less than an hour delay and no impact on patient outcome. The site had navigated the screws successfully and the surgeon decided that he wanted to use the tlif/dlif inserter and navigate his cage placement. The frame was attached to the patient, so they were struggling a bit to hold the instrument steady enough to verify. At this point, they went back to the instrument verification screen to remove and re-add the inserter. The error 64 popped up when trying to re-add the inserter. At this point, the surgeon decided to just use a non- medtronic device to finish the interbody work.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, software version: 1.3.0. Device evaluated by manufacturer: a medtronic representative went to the site to test the equipment. Testing revealed that error was unable to be replicated. The navigation system then passed the system checkout and was found to be fully functional. (B)(4). Device evaluated by manufacturer: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the logs and archive from the reported event were returned to the manufacturer for evaluation. Analysis found that the behavior was consistent with a known software anomaly in the medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.